Event description:
The customer alleged that he performed a control test and received a result of 338 mg/dl. He did not provide a control range, but it should be around 105-145 mg/dl. No adverse events were alleged. The customer used the last test strip when he received the high result, so no product will be returned.